Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another battery, placed into the device, and continued treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1220908-2018-00349 and 1220908-2018-00360 for similar events from the same customer.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the customer's report. The device was recertified and returned to the customer. It is important to mention the battery used at the time of the reported event was not returned to zoll. Review of the error logs did show evidence of a device shut down via button press and the battery being removed. No trend is associated with reports of this type. Please reference medwatch reports 1220908-2018-00349 and 1220908-2018-00360 for similar events from the same customer.